Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader and no damage was observed. The reader was sent for further investigation and de-cased. A visual inspection was performed and observed burn marks on the pcba (printed circuit board assembly) and returned battery. It was determined that the returned reader was likely exposed to microwave frequencies which damaged the pcba. Attempted to turn on the reader and was unable to do so by button press, strip insertion, or connecting through a universal serial bus (usb) cable. The battery voltage was measured and was not within specification. A visual inspection was performed on the returned reader¿s printed circuit board assembly (pcba), and observed a burn mark on the reader beeper circuitry and the battery connector was melted. Replicated this pattern of damage by placing the known good reader in microwave oven. Returned reader was also likely exposed to microwave field which resulted in the damage of pcba and reader. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for being unable to power on, however during investigation burn marks were observed internally. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.